Event description:
It was reported that during a lap nephrectomy procedure, the 4th firing fired only on one side. Cut fully and only stapled on one side. The same device was reloaded and fired successfully 4 more times. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that one tr45w cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/4 fired and the left side was fully fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and no damage was found. In addition, 6 cartridges were received inside the bag, fully fired and with no damage to the spring cartridge lockout. No functional test was performed.